Manufacturer narrative:
Testing by the evaluation lab did not find a problem with the alarm assembly relating to the reported event. The alarm tested to specifications, and the harness passed visual and functional testing. Service history shows the reported event has not reoccurred. There were no trends identified or suspected. The complain has no other unique characteristics and is closed with no further action planned. Reference evr-19970975.

Event description:
The service report shows that while performing a preventive maintenance service on the device, the nellcor puritan-bennett customer support engineer (npb cse) discovered that the audio alarm was intermittent. The npb cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.